Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. The customer stated that they were unable to rewind. Troubleshooting was provided they stated that the insulin pump was not exposed to high magnetic fields. Issue was not fixed. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will not be returned for analysis.